Event description:
Re-treatment of a large unruptured aneurysm located in the cavernous segment of the left ica (internal carotid artery) that had been previously stented with an enterprise stent. During the pipeline deployment through the pre-existing enterprise stent, it was reported that the device opened up distally without issues; however, the distal tip wire fractured off as the device was deployed more proximally. An attempt was made to capture the fractured distal wire with a gooseneck snare, but a cavernous fistula formed and the vessel had to be sacrificed. The distal broken segment remained inside the patient. The IFU (instructions for use) includes a warning: "the presence of other indwelling endovascular stents may interfere with proper deployment and function of the pipeline embolization device." It was reported that the patient was densely hemiplegic.

Manufacturer narrative:
The pushwire was returned without the pipeline and it appeared to be broken into two segments at approximately 178cm from the proximal end. Cross-sectional analysis of the fracture surfaces indicated that the failure mode occurred due to torsional overload. (B)(4).